Manufacturer narrative:
(B)(4). Concomitant medical product: unknown vanguard femoral component, catalog #: unknown, lot #: unknown; unknown vanguard medial bearing, catalog #: unknown, lot #: unknown; unknown vanguard lateral bearing, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03170, 0001825034-2018-03171, 0001825034-2018-03172, 0001825034-2018-03173. Remains implanted.

Event description:
It was reported that the patient underwent a right knee revision procedure in (B)(6) 2015. Subsequently, the patient is experiencing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address right knee pain that had developed since the patient¿s last right knee procedure nearly four (4) years prior. The patient has not experienced any additional complications since the revision. Revision operative notes indicate that the patient's diagnosis for revision was right knee pain, potential tibial loosening and an indication of a previous tibial bone fracture. However, during the revision, the femoral, tibial and bearing components were found to be fixed with the locking mechanism intact. It was also identified that the patient's acl and pcl were also grossly intact. However, the patient's natural patella was identified to have significant arthritis on it. All devices were removed and replaced with competitor devices with no intraoperative complications noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was not evaluated, however, the reported revision was confirmed through review of medical records. The device history records could not be reviewed as the lot number associated with the reported event is unknown. The preoperative diagnosis from the revision operative notes state that there was possible prior tibial bone island fracture. However, none was identified in the operative procedure. It is stated the tibial plate came off fairly easily, inferring that it was probably loose. There were no intra-operative complications identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.